Event description:
A patient implanted with an evoke spinal cord stimulation system (scs) reported inadequate pain relief. The implanted evoke percutaneous lead was reported to have migrated. A revision procedure was completed.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date. Section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The evoke scs system was returned to saluda. The anchor passed functional testing. The root cause for the reported migration could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result."